Manufacturer narrative:
Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9733597, lot/serial #: unknown ; product ID: 9660651, lot/serial #: (B)(6); the cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned cable jacket was frayed where it inserts into the strain relief/lemo connector. The shield wire was exposed but no bare conductors. Functionality was not affected, as a continuity test did not reveal any opens or shorts. Reported issue has been confirmed. B01, c07, d02 the electromagnetic localization system was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. As reported, port eight on the returned unit was defective, as it will not recognize a tool/instrument. B01, c02, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9733597, lot/serial #: unavailable, product ID: 9733627, lot/serial #: unavailable, product ID: 9660651, lot/serial #: unavailable. The manufacturer representative went to the site to test the navigation system the external cable was damaged. Port 8 in the emitter box was not working. The uninterruptible power supply (ups) batteries were not working. Hardware parts were replaced. H4) the manufacture date was not available at the time of reporting.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure during a  planned maintenance (pm) that the emitter port 8 was not working and the external cable was damaged. The uninterruptible power supply (ups)batteries were not working. The systems turns off after 10 seconds when unplugged. The next step was to replace the parts. No patient was present at the time of the event.